Event description:
The customer reported the system had a broken prong on the electrical plug. No patient injury was reported.

Manufacturer narrative:
The ge service rep removed and replaced the electrical plug and measured the ground resistance at .3 ohms. It should be less than .5. The system operates as intended.